Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated by the implantable cardioverter defibrillator (ICD) and all therapies were exhausted for the episode. The device remains in use. No further patient complications have been reported as a result of this event.